Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was confirmed the left ventricular (lv) lead had dislodged. It was noted there was sensing and pacing failure and the stability of the lv lead was insufficient. The lead will be monitored. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.